Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with product testing alone. Visual inspection did identify the lack of set screw marks on electrode #9. This indicated the lead might have not been properly secured inside the header of the ipg. The lead not being properly secured in the ipg header is consistent with causing the lead to migrate out of its original position in the header port. However, as images of the lead migration were not returned, this could not be conclusively determined. Also, since there were no reported impedance issues prior to the accident, it was concluded the leads had not migrated prior to the motor vehicle accident. The lead was returned without any damage that would contribute to the issue. The lead was functionally tested by measuring continuity and resistance between each of the contacts of the terminal end and the therapy end. This testing was performed while the lead was static as well as while moving the lead to simulate an implanted environment. All contacts measured within specification. Bench testing the leads attached to the returned ipg did not identify any anomalous outputs. As such, the reported shocking sensation was not confirmed. The root cause of the reported issues could not be ascertained.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03777. Related manufacturer reference number: 3006705815-2021-03778. It was reported the patient was not receiving effective stimulation due to lead migration following an accident. The patient also reported a shocking sensation when the system is off. In turn, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. This addressed the issue.